Manufacturer narrative:
The device has been returned to the manufacturer for repair/analysis, which is not complete as of the date of this report. A follow-up report will be sent when the repair/analysis is completed.

Event description:
The patient's husband reported that the patient was using her recharging belt with light cotton underwear over the recharger to recharge her implantable neurostimulator (ins). After 90 minutes of recharging, the patient was taken to the emergency room with burns over her ins. The recharger was working and the ins was recharged to 50% at the time the patient stopped charging. The recharger was returned for repair. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.